Event description:
The user facility reported water sprayed out of a hose fitting onto the floor from the system 1e processor. The user facility staff turned off the water supply. Water leaked into three rooms, the adjacent hallway and into three rooms below. No injuries were reported. No procedures were delayed or canceled.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. The steris service technician has installed new hoses and connections on this system 1e processor ((B)(4)). The technician tested the unit, including running a diagnostic and processing cycle and confirmed the unit was operational.